Event description:
Essure a product of conceptus has caused me nothing but pain, inflammation, and swelling, and I am now having to have surgery to remove the coils and possibly sections of my uterus as well. Dose or amount: coils. Route: intracervical. Diagnosis or reason for use: tubal ligation.